Event description:
This follow-up MDR is created to document the additional event information received for record #627137. According to the available information this inflatable device was implanted on (B)(6) 2020 and one cylinder was revised/replaced on (B)(6) 2020 at the implant. Additional information received indicated: ¿cylinder overexpansion: only one cylinder was replaced (in one pair).¿ a titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities with any of the returned components. The tow sutures were attached to each cylinder. The information received indicated that one of the cylinders had an ¿overexpansion¿ during implant, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, cylinder overexpansion: only one cylinder was replaced (in one pair) revised and replaced one cylinder at implant. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.